Manufacturer narrative:
(B)(4). The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow module was recommended for replacement.

Event description:
The hospital reported the unit was able to deliver a hypoxic mix during a case. The n2o was disconnected. There was no report of patient injury.